Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the sensor was retracted and impossible to see sensor electrode. The customer¿s blood glucose level was unknown at the time of the incident. The device was not expected to be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base and no sensor break was found during analysis,found cannula in full but retracted. Unable to confirm customer received sensor in said condition due to customer returned opened/used.